Manufacturer narrative:
Concomitant product: 5071-35 lead, implanted: (B)(6) 2015.

Event description:
It was reported that a remote monitoring transmission was sent due to the patient's heart rate going as slow as 40 beats per minute for five to ten beat runs which was below the lower programmed limit for the implantable cardioverter defibrillator (ICD). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.